Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name and indication for the initial surgical procedure in 2011? Other relevant patient history? Product code and lot number? Location of mesh exposure in 2014? Surgical findings of 2014 mesh excision? Was there any deficiency or abnormality of the device noted? Onset date of dyspareunia and vaginal bleeding? How much vaginal bleeding was noted and how was it treated? What was the treatment for the dyspareunia? When and how was the new finding (mesh exposure) first noted and diagnosed by a physician? Describe if any medical/surgical intervention for new mesh exposure was performed, including dates and surgical findings if any? What is physician¿s opinion as to the etiology of or contributing factors to mesh exposure in 2014 and new finding event in 2019? What is the patient's current status? Note: reported event that occurred in 2014 was submitted via medwatch report 2210968-2019-84730.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2011 and the mesh was implanted. In 2014, the mesh excision of two areas of exposed mesh was performed. On (B)(6) 2019 there was new finding; two small areas of mesh exposed in vagina. The patient experienced dyspareunia and vaginal bleeding. The patient referred to medical center for further review. Additional information has been requested.